Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted prostatectomy simple surgical procedure, the vio dv 2.0 integrated electrosurgical unit (erbe) was not working and swapped over to the force triad generator to complete the procedure. The technical support engineer (tse) verified no errors in the logs. The procedure was completed with no reported injury.